Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed because of a "call tech support" error. A root cause could not be determined.